Event description:
The patient presented with an infectioin approximately 8 months ago. The patient has been treated with vancomycin for the infection. The facility did a cannula exchange and the cultures were positive again on 11/2001; therefore the lifesite device was explanted.